Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that coating issue and shaft break were encountered. A 24 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during procedure, when the stent was pulled to go back with a balloon for pre-dilatation, the coating on the wire in between the balloon and the exit for the wire were detached. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that coating issue and shaft break were encountered. A 24 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during procedure, when the stent was pulled to go back with a balloon for pre-dilatation, the coating on the wire in between the balloon and the exit for the wire were detached. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. It was further reported that the vessel was heavily calcified.